Event description:
Boston scientific received information that the patient with this right atrial (ra) lead presented to the emergency room following a syncopal episode. It was discovered the lead safety switch had been triggered. The safety switch was reset. There were atrial tachycardia response (atr) episodes due to noise. Noise was able to be created on the ra lead by performing isometrics. Pacing impedance measurements were 1,300 ohms. However, a review of the trended impedances indicated there was one less than 200 ohms measurement. An insulation issue was suspected. Pacing threshold measurements were within normal limits. The device was reprogrammed to vvir mode.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.